Event description:
The clinic reported that a laser vision correction patient presented with unknown stage of diffuse lamellar keratitis (dlk) and haze in right eye 5 days post treatment and acuity reported at 20/40. Patient put on course of durezol for approximately 1 week. Haze noted again at the 3 week follow up appointment, across a larger area, with loss of acuity and regression of treatment noted. At that time further loss of uncorrected vision (ucva) was noted and further regression seen (more myopia and astigmatism) based on appearance, progress, and regression, with some stroma volume loss, presumed dlk under original flap, post prk enhancement dx. No loss of best corrected visual acuity (bcva) reported. (B)(6) 2013 ucva right 20/400 left 20/20. (B)(6) 2013 bcva right 20/20-1 left 20/20.

Manufacturer narrative:
Patient noted vision worsening in the right eye, although tolerable on both eyes. Manufacturing site has been entered. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. On (B)(6) 2014, it was reported that patient haze has improved but not resolved. All pertinent information available to abbott medical optics has been submitted. Placeholder.